Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info stating the soletra was frequently turning on and off. Device interrogations previous to this problem were recorded as okay. The physician turned the ins on using the n"vision programmer and it turned off again and would not communicate anymore. Several different device programmers and several different people tried six times with no charge in communication. Pt symptoms were reported as a lack of therapy benefit. The device was explanted and replaced. Pt was expected to recover completely after replacing the defective device.